Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the during a routine shift check by a clinician, the device failed to discharge using electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the product. The product has not been returned for evaluation. Analysis for reports of this type has not identified an increase in trend.